Event description:
It was reported that the pt experienced stimulation in the wrong location. The stimulation was felt behind his lungs, causing him to gag and cough. There was no known accident or incident related to the pt's symptoms. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.